Manufacturer narrative:
(B)(4). Concomitant product: guide cath: mach 1, finecross gt. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily tortuous, heavily calcified, eccentric, de novo, 90% stenosed, mid to proximal left anterior descending (lad) artery the guide catheter was engaged and the balance middleweight (bmw) elite ii guide wire was advanced in the vessel supported by a non-abbott micro catheter. It was noted that the resistance was felt between the two devices and the guide wire was difficult to torque. Both devices were removed from the patient anatomy without reported issue. The guide wire was replaced with a second bmw elite ii guide wire and the procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.